Event description:
Reporter alleged obtaining the results of 1.2 mmol/l, 18.0 mmol/l and 14.0 mmol/l back to back within 10 minutes on the mobile system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product. Reporter stated the strips were no longer available, so no product will be returned for evaluation.

Manufacturer narrative:
The event occurred in the (B)(6). No information was provided on the specific part number involved in this event. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Absent the lot number, manufacture date cannot be determined.